Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's battery was depleted; however, the cause of the depleted battery was unable to be determined. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no report of patient use associated with the reported event.